Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 15 apr 2024, it was reported that one infusion set was kinked. The patient noticed the symptoms within three of insertion. The set was inserted in abdomen. The patient's blood glucose was 338mg/dl and the set was replaced and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.